Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a keypad buttons getting stuck. Customer stated that keypad button was unresponsive and arrow buttons access to the menu screen. Customer stated up arrow allow customer to navigate screens and the down arrow allow customer to navigate screens. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.